Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 120 mg/dl. The customer stated that they had bad signal and the display was flashing white and vibrated. The customer was advised to pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care instructions. The insulin pump will be returned for analysis.